Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a female patient who received super poligrip original denture adhesive cream ((B)(4)) and super poligrip free denture adhesive cream ((B)(4)) for twenty years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date(s), the patient started super poligrip formulations. In 1999, at an unk time after starting super poligrip, the patient experienced neuropathy, copper deficiency, peripheral neuropathy, myopathy, inability to stand up straight, multiple falls resulting in leg fracture, fractured hand and fractured coccyx, inability to walk, occasional leg jerkiness, impaired urination described as unable to urinate, micturition disorder described as difficulty stopping urination and paralysis from the waist down. The patient was hospitalized for three days in (B)(6) 2006. Treatment with super poligrip was continued. At the time of reporting, the events of neuropathy, myopathy, unable to stand up straight, broken leg, unable to walk and paralysis were unresolved; the copper deficiency and the falling have resolved. It is unknown if the broken hand, tailbone, leg jerking, constipation and urination problems continue. The patient experienced drug maladministration as she applied super poligrip original two to three times daily and went through a tube every two weeks. The purpose of this contact was to inquire if super poligrip could be responsible for her adverse events. Patient reported that the symptoms started in 1999 and she has been using super poligrip for 20 years. Patient had been hospitalized for 3 days in (B)(6) 2006 for diagnostic testing. Patient also reported that she has been in a wheelchair since (B)(6) 2006. Patient reported that her balance has been affected further described as being unable to stand up straight and falling about 30 different times. Patient also reported that she has constipation due to the medications she takes for her adverse events. Patient reported that she experienced multiple fractures (left leg twice, tailbone, and hand) due to her copper deficiency which caused her to be unable to stand that resulted in multiple falling episodes. Follow-up information received via phone on (B)(6) 2010. Patient reported that she used the super poligrip products for over 20 years. Patient reported that in 1999, she started to experience walking into walls, being clumsy, and gait problems. A couple of years later, she started to walk stifflegged. She went to see a neurologist and was misdiagnosed and underwent four months of chemotherapy. Subsequently, the patient saw a neuromuscular doctor. The patient was admitted and diagnostic testing included magnetic resonance imaging, blood work, computed tomography scans and x-rays were performed. The patient reported that she is now unable to drive, unable to work or clean house. The most recent fracture was in her left leg on (B)(6) 2010 and she is still recovering. The patient¿s doctor wants to do bloodwork to determine if her fractures were due to copper deficiency. The patient was treated with supplemental copper. Medical history is significant for chronic back pain due to having seven back surgeries, stomach ulcers (35 to 40 years ago). Concurrent medications included vicodin, lignocaine hydrochloride, fentanyl, 50 mg every third day, multivitamin, caltrate+ vitamin d and desmopressin (ddavp). The patient said she experienced depression and a stroke in 2003 that may be due to copper deficiency. The patient was treated with clopidogrel (plavix), sertraline (zoloft) and desyrel for depression and gabapentin (neurontin) for her neuropathy. At the time of reporting, her leg jerks come and go, she remains constipated and continue to have urination issues. Her fracture tailbone has healed, but she is still recovering from the leg fracture and she is unable to drive, work or clean house.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for super poligrip original is known, while the lot number for super poligrip free is not known. It is unk whether the products will be returned for quality assurance testing. (B)(4).